Event description:
According to the reporter, during a laparoscopic sigmoid resection procedure, it was discovered that a portion of the staple line in the middle of the anastomosis had a content leak. The procedure had to be converted to open surgery due to adhesions in the bowel and port site hernias, as the patient had undergone previous surgeries. This resulted in a lengthy operation. The surgeon decided to staple the left colon and leave the transected part of the bowel in a bowl, applying a vac-pac, to continue surgery the following day, as is done in damage control surgery. During the continued surgery the next day, the surgeon noticed that one corner of the staple line on the bowel end was not closed, as if 2-3 staples had not properly secured the bowel lumen. It was unclear whether this occurred intra-operatively or post-operatively. Due to multiple complications, intensive care needs, and a total of 10 re-operations, the surgeon had to place this bowel end in a permanent stoma before patient could be dismissed after 6 weeks in care at hospital.

Manufacturer narrative:
D10 concomitant product: gia6038s, gia6038s gia 60-3.8sgl use reload stap (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line content leaked and the staple line did not hold. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid resection procedure, it was discovered that a portion of the staple line in the middle of the anastomosis had a content leak. The procedure had to be converted to open surgery due to adhesions in the bowel and port site hernias, as the patient had undergone previous surgeries. This resulted in a lengthy operation. The surgeon decided to staple the left colon and leave the transected part of the bowel in a bowl, applying a vac-pac, to continue surgery the following day, as is done in damage control surgery. During the continued surgery the next day, the surgeon noticed that one corner of the staple line on the bowel end was not closed, as if 2-3 staples had not properly secured the bowel lumen. It was unclear whether this occurred intra-operatively or post-operatively. Due to multiple complications, intensive care needs, and a total of (B)(4) re-operations, the surgeon had to place this bowel end in a permanent stoma before patient could be dismissed after 6 weeks in care at hospital. The additional surgery and conversion to open surgery are not related to the device issue.

Manufacturer narrative:
Correction: b5, (fdp, ime, imf) additional information: d8 (expiration date, lot#), d9, g3, h3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.